Manufacturer narrative:
(B)(4): product evaluation: no analysis available; devices not returned for evaluation. (B)(4).

Event description:
It was reported that there was a possible reaction in the patient from the ear tubes. In (B)(6) of 2013 the patient had the vent tubes placed. A couple of months later she developed eczema, but they did not think much of it because she had had eczema before as a baby (before the vent tubes). Around (B)(6) of 2013, her hair started to fall out; this progressed to complete baldness, including her eye brows and lashes. They went to see a dermatologist who told them it was alopecia. It was noticed that when they would give the patient motrin she would feel better, which made them think it was an inflammation issue. In (B)(6) of this year, the tubes were not working any longer so they had them removed. The next day after removal of the tubes the patient stated her ears did not hurt anymore. A week later the eczema was gone and the patient¿s hair is now starting to grow back. The patient was 2 years old at the time of implantation; she is now (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.